Manufacturer narrative:
Date of event: unknown. The date notified has been used for this field. (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for tube leakage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for tube leakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Root cause: the defect was caused by improper processing in the glass forming area.

Event description:
It was reported that one bd vacutainer® glass ctad tube with light blue bd hemogard closure was missing a bottom. Customer inspected complete shelf pack, but no other defective tubes and no pieces of glass were found. No report of blood exposure, serious injury or medical/surgical intervention that occurred as a result of this incident.